Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tubal ligation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraines"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, fatigue, migraine, nausea, weight increased and visual impairment outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test (unspecified) result: malposition. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received- event injury to herself removed and new events malposition, pelvic pain female, abdominal pain, dysmenorrhea(cramping), menorrhagia (heavy menstrual bleeding), fatigue, migraines, nausea, weight gain and vision problems were added. Patient demography added. Updated suspected drug indication. Lab data wad added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.